Event description:
Pt had a right mastectomy, for ca with reconstruction in 2/96. Approx 10 days post-op, it was noticed she had malposition of the implant and some deflation. On 3/6/96, she returned to or for removal of the failed implant with replacement with a new tissue expander.